Event description:
Customer stated that the pump was working to inject fluids, but after the pedal was released the fluids continued to flow for several seconds. There were no patient injuries noted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records and inspection of this device did not reveal any discrepancies to the reported event.